Event description:
Event description cpi received information that this implantable pulse generator (ipg) system exhibited a loss of capture and an increase in lead impedance measurements because the lead was not completely inserted into the header. The device and leads remain implanted; the issue was resolved by reinserting the lead into the header.